Event description:
Report received that the pump would not deliver the continuous rate when programmed for continuous plus bolus delivery. The pump was programmed to deliver morphine with the following settings: concentration 5mg/ml, 1mg/h continuous rate, 1mg bolus every 10 minutes, and 6 boluses/h. No report of any pt adverse effects. Though requested, no further info was available.